Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, oxygen level is not good, 'kills' eyes and feels smothering, eye hurt. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache, oxygen level is not good, 'kills' eyes and feels smothering, eye hurt. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and the evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirms the presence of dust/dirt contaminant around the air inlet and the evidence of water ingress in the blower box. The manufacturer also confirmed the presence of dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation, there is dust / dirt contamination and there is no evidence of sound abatement foam degradation and breakdown.